Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt in cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the four ECG analysis events showed low amplitude that did not meet the voltage criteria to be considered shockable rhythms. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.